Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels and low blood glucose levels possibly down to 50 mg/dl. The customer stated that the lows were due to her basal settings. The customer also reported that the sensor adhesive was causing her skin to be irritated up to four days after removing the sensor. The customer declined troubleshooting and the sensor was not replaced or returned for analysis.